Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was a foreign matter when the needle was pulled out. It looked like oily and cotton-like mass. The department with the problem was pediatricsd. There was no harm to the patient's body."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106919. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photos were returned for evaluation. The material of foreign matter in the indwelling needle extension tubing could not be confirmed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was a foreign matter when the needle was pulled out. It looked like oily and cotton-like mass. The department with the problem was pediatricsd. There was no harm to the patient's body."